Event description:
It was reported that the 3d9-3v transducer was cracked. This was associated with an epiq 7 ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.